Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/8/2017. Device returned to manufacturer? Yes. The product was received in an unopened inner pouch of the original packaging. Visual inspection shows that the black particle was observed behind the daisy wheel in the unopened inner pouch. The black particle with a size 4mm width and 3mm long is a loose particle and is not embedded. The black particle was sent for fourier transform infrared, ftir testing. The result show that the closest matching for this sample is poly(styrene-co-acrylonitrile) 25 wt. % acrylonitrile with 89.1%. This poly(styrene-co-acrylonitrile) 25 wt. % acrylonitrile is general component which can normally be found in food containers, kitchenware, computer products, packaging material, battery cases and plastic optical fibers. It is structurally related to abs plastic (acrylonitrile/butadiene/styrene). The investigation was unable to determine the source of this particle. The complaint is confirmed as there is black particle inside an unopened inner pouch and a product deficiency. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is an indication of a product quality deficiency. The customer's reported event was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a speck of material noted in the intraocular lens (iol) case with the iol. No additional information was provided to abbott medical optics.